Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.25x32mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. Upon device removal, the stent strut on the proximal side of the stent was caught on the guide catheter. When the stent touched the guide catheter, it started lifting off of the balloon and foreshortened a couple of millimeters. The device was then removed while in the guide catheter, out of the patient's body. The device was examined and it was alleged that the stent struts had lifted on some calcium. The procedure was completed with a different device. No patient complications were reported.